Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: the pump was running on the default time/date settings from (B)(6) 2014 to (B)(6) 2014, several ¿loss of prime¿ warnings due low non-zero force are observed. No ¿loss of prime¿ or any eaw occurred during the investigation, unable to duplicate ¿loss of prime¿ complaint. The product performs within specifications. The force sensor calibration reading is below specifications. There was no contamination or damage found to the force sensor plate, the force sensor resistance reading is within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.